Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 9 mmol/l. The insulin pump was stated not to have been bumped or dropped. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.